Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported that the device gave the alarm ¿o2, air fresh gas out of control¿ during preparation of device for clinical use. The device was immediately replaced with a new one. The alarm messages are specific to the gas supply related to the condition outside normal and expected. The intention of the alarm is to inform the user that the measured gas flow delivered to the patient differs from the electronically set gas flow, as set by the user. Thus the user cannot ensure the delivery of the intended gas mixture. There was no patient involvement.